Manufacturer narrative:
The events of seroma and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: effusion; cd30+, alk- breast implant associated anaplastic large cell lymphoma.

Event description:
Healthcare professional reported via regulatory agency pain and effusion on the left side breast diagnosed by MRI. Prior aspiration of the effusion revealed the presence of cd30+ marker. The device was explanted with a complete capsulectomy and samples sent for histological and pathological testing which revealed a diagnosis of breast implant associated anaplastic large cell lymphoma (bia-alcl) complete with markers cd30+ and alk-.